Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 26 cm distal to the is-1 connector pin. Two fragments of together 59 cm length were received for analysis. A medial fragment of approx. 6 cm was not received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed the ligature marks approx. 23 cm distal to the is-1 connector pin. Only damages consistent with the extraction procedure were found (cuts in the insulation and deformations of the proximal shock coil). During the electrical analysis, the dc resistances of the received conductor fragments were measured. No anomalies were found and the root cause of the reported inappropriate vf detections could not be determined. However, without return of the entire lead no complete analysis could be performed. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead was explanted due to oversensing approx. 111 months after the implantation. Reportedly this patient had several shock aborts after inappropriate detections due to oversensing in the rv channel.